Manufacturer narrative:
Laser burns the blast shield probably due to a problem in the optical transmission path. We are unaware about patient/operator injury.

Event description:
The laser system had a failure that didn't allow to use it. No adverse effects to patient/operator were reported.